Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, headache, nausea and dysmenorrhoea had resolved and the endometriosis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 as per ppf-(discrepancy noted) she received treatment for dysmenorrhea, pelvic , back, abdomen pain, menorrhagia, endometriosis. She did not received treatment for bladder and urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: patient demographic details, indication for use, and insertion date were updated. Event injury was replaced with plaintiff did not undergo confirmation test, pelvic , back, abdomen pain, fatigue, nausea, headache, urinary and bladder problems, menorrhagia, dysmenorrhea added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.